Event description:
While the surgeon is trialing for a hip replacement, a small piece of impaction ring broke off in between the prosthesis. The broken piece was not able to be retrieved, the risk of removal was greater than benefit, so it was left in place.

Event description:
While the surgeon is trialing for a hip replacement, a small piece of impaction ring broke off in between the prosthesis.